Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A clinical manager reported a bilateral case of dry eye, light sensitivity, and superficial punctate keratitis (spk) post lasik procedure. Patient complains of light sensitivity and feels unable to function. Reporter indicated patient topical steroid eye drop dosage was increased, and patient was placed on an oral steroid. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A logfile review for the day of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was working within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).